Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent profile. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks on the hypotube shaft and a hypotube break from end of hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a shaft polymer extrusion kink at distal of port site. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system during device handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified left anterior descending artery (lad). A 3.50x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite few attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.